Event description:
According to the reporter, during a cesarean section, the suture's outer packaging and expiration date were inspected preoperatively and found to be intact and correct. After opening the package and using a needle holder to secure the suture needle, it was discovered that the needle had detached from the suture thread. Suturing was immediately paused, the integrity of the needle was checked, and after verification, the defective suture was placed in a designated location. A new suture was prepared and brought to the operating table to continue suturing the tissue. There was a delay in surgery noted. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.